Event description:
I received my product (medihoney gel wound) on (B)(6) 2025. I started applying the product on my toe on sunday, (B)(6) 2025. On (B)(6) 2026, my toe became infected. I went to my primary care physician and podiatrist to look at the infection. I was prescribed antibiotics. The infection continued and on (B)(6) 2026 my toe was amputated. I was hospitalized a week. I was treated for the amputation and also a bacteria in my blood. Now, I am at home with a portable IV that will administer antibiotics for 2 weeks.